Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black during sheath withdrawal before the sheath reached the designated position, resulting in ineffective closure; during use of a second 6f exoseal vascular closure device (vcd), after withdrawing the sheath to the designated position, the indicator window did not turn black when the sheath and closure system were withdrawn together and did not turn black after complete removal from the puncture site, resulting in unsuccessful closure. Manual compression was used to achieve hemostasis. There was no reported patient injury. The event occurred following coronary angiography after catheter and guidewire withdrawal. A retrograde approach was used during a diagnostic procedure, and the patient remained stable afterward. The operator was trained in the device. The vessel diameter at the access site was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site, and there was no prior closure or pre-existing vascular complications. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use ((IFU). No damage to the packaging or device components¿including the indicator window and bleed-back indicator¿was observed before use. A non-cordis 6f sheath introducer was used. No difficulty occurred when connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile blood flow was observed, and although the indicator window turned black-black while pulsatile flow was still present, the indicator itself did not show black. The device and sheath introducer were retracted together until bleed-back slowed, and no thumb was placed on the plug deployment button during retraction. No red color was observed in the indicator window, the deployment lever was not depressed, and the indicator wire loop deployed normally without anomalies. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black during sheath withdrawal before the sheath reached the designated position, resulting in ineffective closure; during use of a second 6f exoseal vascular closure device (vcd), after withdrawing the sheath to the designated position, the indicator window did not turn black when the sheath and closure system were withdrawn together and did not turn black after complete removal from the puncture site, resulting in unsuccessful closure. Manual compression was used to achieve hemostasis. There was no reported patient injury. The event occurred following coronary angiography after catheter and guidewire withdrawal. A retrograde approach was used during a diagnostic procedure, and the patient remained stable afterward. The operator was trained in the device. The vessel diameter at the access site was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site, and there was no prior closure or pre-existing vascular complications. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). No damage to the packaging or device components including the indicator window and bleed-back indicator was observed before use. A non-cordis 6f sheath introducer was used. No difficulty occurred when connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile blood flow was observed, and although the indicator window turned black-black while pulsatile flow was still present, the indicator itself did not show black. The device and sheath introducer were retracted together until bleed-back slowed, and no thumb was placed on the plug deployment button during retraction. No red color was observed in the indicator window, the deployment lever was not depressed, and the indicator wire loop deployed normally without anomalies. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned completely black during sheath withdrawal before the sheath reached the designated position, resulting in ineffective closure; during use of a second 6f exoseal vascular closure device (vcd), after withdrawing the sheath to the designated position, the indicator window did not turn black when the sheath and closure system were withdrawn together and did not turn black after complete removal from the puncture site, resulting in unsuccessful closure. Manual compression was used to achieve hemostasis. There was no reported patient injury. The event occurred following coronary angiography after catheter and guidewire withdrawal. A retrograde approach was used during a diagnostic procedure, and the patient remained stable afterward. The operator was trained in the device. The vessel diameter at the access site was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site, and there was no prior closure or pre-existing vascular complications. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use ((IFU). No damage to the packaging or device components¿including the indicator window and bleed-back indicator¿was observed before use. A non-cordis 6f sheath introducer was used. No difficulty occurred when connecting the sheath introducer to the vcd, and the indicator wire cowling locked properly with an audible click. Pulsatile blood flow was observed, and although the indicator window turned black-black while pulsatile flow was still present, the indicator itself did not show black. The device and sheath introducer were retracted together until bleed-back slowed, and no thumb was placed on the plug deployment button during retraction. No red color was observed in the indicator window, the deployment lever was not depressed, and the indicator wire loop deployed normally without anomalies. The devices will be returned for evaluation.